Manufacturer narrative:
Follow-up #1 date of submission 09/18/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during investigation, a crack was found in the case near the upper right corner of the display caused by damage to the pump case. There was a leak due to the cracked pump case with evidence of moisture corrosion on the transceiver board, on the back side of the battery canister, and moisture on the display. Unrelated to the original complaint, it was noted that the display was dim and discolored. It was also observed that there was damage to the battery cap.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that there was moisture present behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.